Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (Catalog number, UDI number), initial reporter also sent report to FDA and PMA/510(k) number are unknown, no information provided to date.

Event description:
It was reported that the "no disposable" alarm continues to go off. The patient is able to remove the cassette and tap it to disperse the air bubbles in the line and then restart it. The pump runs for 3-5 minutes and then the alarm goes off again. The pump is alarming "no disposable" pump won?t run. The pump was silenced, settings reviewed and clamp closed. The cassette was removed and gently tapped it and massaged the tubing no flow stop. The cassette was replaced and opened the clamp. The pump was restarted. The pump says run but keeps alarming. The pump was stopped, closed clamp and removed the cassette. Again, tapped the cassette and massaged the tubing. Replaced the cassette and opened the clamp. Started the pump. The pump is running and no alarm. There was no patient injury reported.